Event description:
Carestation 650 anesthesia machine apl valve (adjustable pressure limiting valve) was set at minimum while patient was spontaneously breathing, and airway pressures began to increase. Clinician had to remove the rebreathing bag to release the airway pressures until case was completed. Hospital bio med team disassembled anesthesia gas scavenging system assembly and checked for blockages/leaks. Tested apl valve from minimum to 70. Hospital called general electric tech support on 3/03/2022 ordered parts to replace bag/vent switch mechanism module and apl assembly. Performed pm and returned to service.